Event description:
It was reported that the pump exhibited error code 45639. No patient injury was reported.

Manufacturer narrative:
B3: unknown one device was returned for analysis. Visual inspection showed a peeled downstream occlusion (dso) seal, and a worn upstream occlusion (uso) seal. Review of the event history log (ehl) was not performed due to the alarm. A functional test was performed, and the reported issue was duplicated. The cause of the reported issue was due to the mainboard. As a result, the printed wiring assembly board was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.